Manufacturer narrative:
This event occured in (B)(6). For tnt strip lot 28061015, refer to medwatch with patient identifier (B)(6).

Event description:
The customer received questionable cardiac troponin t quantitative (tnt) results on their h232 analyzers. The patient's first tnt sample was 1608 ng/l on an h232, serial number (B)(4). Later that day, the patient had another sample tested and the tnt result was 1469 ng/l on a different h232 analyzer, serial number (B)(4). On (B)(6) 2012, the patient had a sample measured on a third h232 analyzer, serial number (B)(4). The result was 1163 ng/l from strip lot 28049215 with expiration date 11/30/2012. The patient has a plasma sample measured for troponin t high sensitive, reagent lot number 164773-02 with expiration date 12/30/2012, on a cobas e411 analyzer and the result was 10.44 ng/l. The troponin t high sensitive result a couple days later was also <14 ng/l. The high tnt results did not match the patient's clinical picture. The tnt strip lots used in this event were 28061015 with expiration date of 01/31/2013 and 28049215 with expiration date 11/30/2012. It is unknown what strip lots were used for the first two results. The customer stated "the patient was hospitalized for one day due to the tnt results created on the h232." The patient's current condition is unknown. There were no adverse events. An investigation was performed on tnt retention material, strip lot 28049210. Three negative blood samples and one tnt negative control (lot number 167638) were analyzed on a qualified h232 analyzer, serial number not provided. The results for all measurements showed <50 ng/l. All test results met the manufacturer's requirements.